Manufacturer narrative:
According to common practice, the use of edema in the first few days after surgery should be avoided, since it may contribute to anastomotic failures in all anastomosis methods employed. Moreover, the proceeding solutions employed, i.e., the creation of the 2nd and 3rd anastomoses after the first leak with no diverting stoma, is unusual and not a common practice especially in the presence of peritonitis. Therefore, it is reasonable to believe that both the enema and the proceeding surgeries have a major contribution to the unfortunate outcome. The investigation of the event is still ongoing and the final conclusion will be drawn after completing the investigation and then be reported. Anastomotic leakage is one of the most common complications of colorectal surgeries and therefore, is an anticipated event with anastomosis devices. No corrective or remedial actions were taken. The current cumulative leak rate found with the use of the car27 device is within the low range reported in the literature for anastomosis devices.

Event description:
Surgery was performed in 2009. After surgery the patient had a prolonged nausea which slowed down on day 3 after surgery. In the evening, the patient couldn't go to the toilet. In cause of that, a young and unexperienced doctor decided to give the patient an enema. In the next day, a clear symptomatic of anastomotic dehiscence appeared, and they had to re-operate the patient. During surgery, the surgeon located the leak lateral and on the cranial part of the ring. Leak size was 1 cm and stool was found in the abdominal cavity. The surgeon started lap and converted to open. A new anastomosis was performed (using a stapler device) and leaked again. The surgeons had enough bowels, so they could do another anastomosis which was ok (another stapler device was used). The patient had also a massive peritonitis. The night between the 6th and 7th day post surgery, the patient died in the intensive care unit, due to multi organ failure.